Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. Corrected data: see sections: f9; h4.

Manufacturer narrative:
Additional manufacturer narrative: tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Device evaluation by manufacturer: on 02-oct-2017 a field service engineer (fse) followed-up with the customer over-the-phone and was able to duplicate the reported error. The fse instructed the customer to clean and lubricate the sample arm lead screw and guide rail. The instrument was within specification after performing the troubleshooting instructions. A 13-month complaint history review and service history review for similar complaints was performed for serial number (B)(4) from 01-sep-2016 through 01-oct-2017. There two (2) similar complaints for were identified during the searched period, which includes this event. The g8 operator's manual under chapter 6 - troubleshooting, indicates that 710 z1-axis error message is generated when an abnormality occurred in the up and down movement of the sampling needle. If this occurs during a stat assay, check that the container setting (cup or tube) is correctly set. The error also occurs when the sample vial was not recognized as a primary tube, due to the disoriented sample sensor. The most likely cause of the reported were dirty sample arm lead screw and guide rail.

Event description:
On (B)(6) 2017 a customer reported getting intermittent 710 z1-axis error messages on patient samples on the g8 instrument. The customer is unable to run patient samples on hba1c. On (B)(6) 2017 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Report source: "user facility" was incorrectly selected. The only report source is "health professional".

Event description:
N/a